Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device unintentionally set the temporary basal rate (tbr) to 200%. The customer's parents reported that they did not set the tbr. No adverse event occurred.